Manufacturer narrative:
Updated to add information from device inspection.

Event description:
It was reported by service report that the scale wasn't functioning properly (possible inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the scale wasn't functioning properly (possible inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.